Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4)

Event description:
Medwatch (B)(4) stating that: "ventilator began alarming indicating technical failure of expiratory cassette. Vital signs remained stable and adequate pressures and tidal volumes were viewed on the ventilator screen. Pt removed from ventilator and had bagged by nurse while respiratory therapist restarted ventilator and ran the pre-set up check again. Ventilator failed check during flow sensor test. Ventilator removed from bedside and new ventilator set up and attached to pt. Vital signs remained stable throughout the process. No harm to pt." (B)(4).